Manufacturer narrative:
Device is a combination product.   (B)(4).  Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that the distal and proximal sections of the stent were damaged with stent struts flared, lifted and twisted. Stent damage most likely occurred during advancing and withdrawal attempts. The bumper tip was damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2016. It was reported that advancing difficulties were encountered. The patient presented with unstable angina. Vascular access was obtained via the femoral artery. The 70% stenosed, 21x3.5mm, concentric, de-novo target lesion containing a lesion bend of between >45 and <90 degree was located in the mildly tortuous and severely calcified right coronary artery (rca). Predilation was performed with a 3.00x8 balloon catheter. A 3.50x24mm promus element¿ plus drug-eluting stent was advanced to treat the lesion but there was a bend in the artery which the device could not track. A buddy wire technique was used but it did not help much as there was severe rail track of calcium in the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.